Event description:
It was reported that during the surgical procedure the anesthetic noticed that the circuit had a 90ml leak. At the end of the procedure the patient was extubated without issue. Upon examination it was found that there was a leak from the point where the pilot balloon tubing enters the main body of the endotracheal tube. The surgery was completed uneventfully.

Manufacturer narrative:
Evaluation results: one portex endotracheal tube was returned for evaluation. The sample was received in used condition without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. A hole was identified in the tube. The following most probable root causes were identified: mixed material from set-up on the crop notch operation. Lack of detection by production personnel who performs the crop notch operation. The following action were taken based on the results of the product evaluation: re-training to the production personnel was conducted by the quality engineer on (B)(6)2019 in order to reinforce the visual inspection procedure.